Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was seen for focal pain over left groin where mesh was placed and erythema in left groin. It was determined by the doctor that placed the mesh that it was a reaction to the mesh. The patient was started on oral steroids. Follow-up on patient week later noted that the patient had no erythema but still had focal pain over mesh insertion site.